Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0x6qk, implanted: (B)(6) 2015, product type lead . (B)(4).

Event description:
The patient was implanted for urinary dysfunction and pelvic floor. The consumer reported that the patient was implanted on (B)(6) 2015. Four days later that patient was told that she could take a shower, and after this shower the patient started to feel pain. She was afraid that she had an infection. The patient's sister noted that the incision looked red and infected. The stitches were stuck through a piece of tape or something and it was very painful. The patient also stopped feeling stimulation on (B)(6) 2015. It was also noted that the pain pills that the patient was given following the implant procedure made her constipated. She did not go to the bathroom monday-friday. On saturday the patient called her sister who brought some medication to help the patient go to the bathroom. The patient also claimed that nobody showed her how to use the device. The infection was not confirmed by a doctor. Symptom were sudden in onset. The patient had a doctor's appointment scheduled for (B)(6) 2015. The nurse showed the patient how to use her equipment at the appointment. Stimulation was fine until the patient got home when she no longer felt stimulation. The patient called in for help adjusting stimulation and patient services was unable to help her adjust stimulation. The patient was not able to increase stimulation beyond 2.30. She had a lot of difficulty placing the antenna over the implant. She was still having urinary symptoms with the implant.